Manufacturer narrative:
Concomitant medical products: product ID: 3093-28 interstim urinary mgu lead implanted: (B)(6) 2011; product ID: a2dr01 ipg implanted: (B)(6) 2016; product ID: 4023-58 lead implanted: (B)(6)1999 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated undersensing of the atrial lead on stored atrial arrhythmia events. The atrial lead remains in use. No patient complications have been reported as a result of this event.